Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: during procedure, the distal part of the device was broken and fell into cavity. The fallen pieces were retrieved. There was no bleeding reported in excess of 500cc. There was no anticipated tissue loss. The case was not extended by more than 30 minutes.